Manufacturer narrative:
This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 67-year-old patient with a past medical history of coronary artery disease was supported with an impella cp device for the indication of acute myocardial infarction and cardiogenic shock. On (B)(6) 2026, during use, the aic (sn (B)(6)) generated a yellow controller error alarm. Shortly afterward, both the aortic placement (ao) signal and left ventricular (lv) signal went blank, while the display continued to show a flow of 3.1 l/min and a present motor current waveform. Urine output at the time was greater than 30 cc/hr and pink red in color. The clinical team exchanged the aic for another controller. Based on the available information, the reported controller error and loss of ao/lv waveforms were resolved by exchanging the aic, with no confirmed device malfunction of the pump itself at this time. The patient remains on impella support, and no long-term clinical impact related to the reported event has been determined. Product return and data analysis are pending evaluation. The outcome to hematuria was unknown at the time of reporting.

Manufacturer narrative:
Investigation summary the cause of the hematuria was not determined due to insufficient clinical details. The cause of the placement signal issue was not determined since product was not returned and logs were not available.